Event description:
The catheter (subject device) was returned for analysis and was examined. During device investigation and analysis, it was discovered that the catheter (subject device) ptfe (polytetrafluoroethylene) inner lining was identified in the shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed from the device hub. During visual inspection, the stent was found to be located in the proximal flow path of the microcatheter hub. The stent was advanced through the microcatheter hub with a 0.0158 patency mandrel. The microcatheter shaft was found to be kinked 46.6cm, 48.6cm, 58cm and 139.4cm from the proximal of the catheter hub. The microcatheter hub and tip were found to be intact. During functional inspection, a 0.0158 patency mandrel was advanced through the distal end of the microcatheter with friction felt in areas of damage. The stent was released from the flow path of the microcatheter for analysis. An attempt to advance the 0.0158" patency mandrel though the hub there was an obstruction and the catheter was cut, and what appeared to be ptfe (polytetrafluoroethylene) inner lining was removed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was not confirmed as the complaint is reported for device problem unknown/unclear. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Additional information indicated resistance was encountered in microcatheter hub. The catheter shaft was found to be kinked in multiple areas and friction was felt during analysis. The stent was found to be deformed and was returned deployed in the microcatheter shaft. A 0.0158 patency mandrel was advanced through the distal end of the microcatheter with friction felt in areas of damage. The stent was released from the flow path of the microcatheter for analysis. An attempt to advance the 0.0158" patency mandrel though the hub, there was an obstruction and the catheter was cut, and what appeared to be ptfe inner lining was removed. The catheter shaft may have been damaged when resistance was felt advancing the concurrent stent. The stent may have been damaged during transfer into the catheter hub causing the friction during the procedure. The as reported event of device problem unknown/unclear as well as analysed events of catheter shaft friction, catheter ptfe inner lining peeling and catheter shaft kinked/bent will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.